Manufacturer narrative:
If implanted; give date: n/a (not applicable). The intraocular lens was removed and replaced during the same procedure. If explanted; give date: n/a (not applicable). The intraocular lens was removed and replaced during the same procedure. (B)(4). Device evaluation: the lens was not returned for investigation. The reported complaint was not verified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search revealed that no additional investigation requests for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The dfu provide the customer with proper usage instructions and guidelines. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the surgeon implanted an intraocular lens (iol) in the left eye, but it came out of the injector with a ruptured haptic. The trailing haptic was stuck between the piston and the cartridge. Upon withdrawal of the cartridge from the wound, the trailing haptic was ripped off. The wound was enlarged to remove the iol. The patient presented with an inferior zonulysis. The zonules which hold the capsular bag in place were torn. The doctor had to implant a capsular tension ring before implanting a second lens. No vitrectomy. The cornea was reported to be very oedematous. It was noted the lens was thrown out by mistake. No additional information was provided to abbott medical optics.